Manufacturer narrative:
This report is filed on august 23, 2019.

Event description:
It was reported that the patient experienced a loss of osseointegration (date not reported). The implanted device remains.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on (B)(6) 2019 was filed inadvertently. No loss of osseointegration or serious injury has occurred. This report is submitted on october 08, 2019.